Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received a low scan result of 50 mg/dl on the adc device. It is unknown whether the customer noted a trend arrow on the device. Due to lower sensor scan results, the customer self-treated with fruit juice, biscuits. As a result, the customer experienced hot flash, sweating, blurred vision and obtained a capillary blood glucose result of 400 mg/dl on competitor brand meter. When the provided results were plotted on a parkes error grid, fell into the d zone showing the difference in values to be clinically significant. The length of the wear was 3 days. Then the customer again self-treated with 10 iu of insulin (type unknown) for the issue. There was no report of death or permanent impairment associated with this event.